Manufacturer narrative:
P-cap / reservoir locks properly into place. After battery installation device gave an unexpected blank/white display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a scratch on the screen. Customer stated that there was lines on the screen. Customer stated that damage was a scratch on the lcd. Customer stated that he was not able to read the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.